Event description:
The pump was replaced due to its failing.

Event description:
Additional information from the hcp reports the patient had been experiencing a loss of effect for a number of months. Morphone tartrate 80mg/ml was being delivered at 30mg/day. On december 07 2005, the expected reservoir volume was 2ml and the actual was zero mls. On 01/10/2006, the expected reservoir volume was 17ml and the actual was 30ml. The hcp reported there were alarms active at the time. "Motors stall, empty reservoir, and low reservoir."